Event description:
This is a case report received by baxter france from a doctor. It is reported that on undefined occurrence date a patient showed an allergic reaction with a xenium 190 dialyzer. The reported stated the patient had allergic reaction, red blotch and prurit, leading to quincke's oedema.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. The lot number was provided; therefore a batch review will be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed for the reported problem of patient reaction - allergic/toxic reaction. No samples or pictures were available to evaluate the issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot and retained sample testing found no abnormalities. This included a biological evaluation. The root cause was undetermined.